Manufacturer narrative:
(B)(4).

Event description:
New information provided from the customer stated the event was during a quadrant removal through nuclear fragment removal. The surgeon stated he ended up having to use the second hand with a lieberman to crush pieces of the nucleus into the phacoemulsification tip. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with poor vacuum during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on june 16, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).